Event description:
Term infant with use of kiwi x1 according to MFR's directions. Infant was apneic at birth with apgars of 1, 3, and 4. The caput was boggy. Resuscitated and transferred to tertiary facility on the day of birth.

Manufacturer narrative:
The report from a telephone conversation with hospital in 2007 is as follows: g1po who was admitted to the hosp after a spontaneous rupture of membranes. According to the medical records, the pt actively pushed for 2 hours and 15 minutes during the second stage of labor and was unable to deliver the fetus unassisted. The physician performed an episiotomy, applied the kiwi pro-cup (vac-6000s) secondary to the stalled second stage of labor and pt fatigue. The infant was in an occiput posterior position. The vacuum was brought to the "lowest vacuum level in the green zone," 450 mmhg and delivery was achieved with one pull. No pop-offs were recorded in the medical record, no mention of cup placement. The fetal station was not noted in the medical record. The fetal heart tracing was reportedly "difficult to interpret" and "several late variable decelerations were noted during the second stage of labor." In fact, "2 hours prior to delivery it was difficult to differentiate the fetal and maternal heart rates." The hosp has conducted an internal review of this case and concluded that the fetus should have been delivered via cesarean section approx 2 hours prior to the eventual delivery-back when the fetal tracing became difficult to differentiate between the fetus and mother. They do not feel that the vacuum played a role in the poor outcome of this incident. We also do not believe that any of the injuries or death were due to the use of the kiwi vacuum cup.